Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted inside of the sensor base. The introducer needle was found bent near the needle base. It could not be confirmed that the customer received the sensor in this condition due to the sensor being returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor broke when he removed it; the needle was bent and pieces of the sensor were missing. The customer's blood glucose level was 299 mg/dl. The customer was sent a replacement sensor. The product is being returned. Nothing further was reported.